Manufacturer narrative:
Batch review performed on (B)(6) 2022 : lot 1710035: 70 items manufactured and released on 28-may-2018. Expiration date: 2023-05-13. No anomalies found related to the problem. To date, 44 items of the same lot have been sold without any similar reported event in the period of review. Additional implants involved: batch review performed on (B)(6) 2022 on anatomical shoulder system 04.01.0089 double eccenter (k170910) lot. 181485: lot 181485: 198 items manufactured and released on 08-may-2018. Expiration date: 2023-04-26. No anomalies found related to the problem. To date, 176 items of the same lot have been sold without any similar reported event in the period of review. Batch review performed on (B)(6) 2022 on anatomical shoulder system 04.01.0093 metal humeral head ø46 (k170910) lot. 167986: lot 167986: 38 items manufactured and released on 04-may-2017. Expiration date: 2022-04-17. No anomalies found related to the problem. To date, 36 items of the same lot have been sold without any similar reported event in the period of review. Batch review performed on (B)(6) 2022 on anatomical shoulder system 04.01.0131 hc pegged glenoid ø46 (k170910) lot. 182675: lot 182675: 96 items manufactured and released on 27-sep-2018. Expiration date: 2023-09-17. No anomalies found related to the problem. To date, 89 items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in for a post-op appointment and poor range of motion was observed. The surgeon at about 3 years and 4 months post primary decided to remove all components except the stem. The surgery was completed successfully.